Event description:
It was reported that the patients right ventricular (rv) lead became dislodged. The lead was exhibiting no capture and no sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).